Event description:
On 07/19/2001, it was reported that a pt had open heart surgery requiring the use of co's transesophageal echocardial (tee) probe. Staff noticed a purple discoloration on the pt's lips & tongue that was attributed to the tee probe. The pt complained of severe sore throat. The pain was worse than pt's chest incision. A scope assessment revealed severe edema, erythema and a small erosion with fibrin clot at the margin of epiglottis. Diagnosis was a chemical burn. Co recently changed to cidex opa solution to clean the tee probes and soaked and rinsed it according to the MFR's guidelines.